Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed a call service 069 alarm, which is written in the pump's black box as cs87. During investigation, a hard cs 69 alarm was reproduced during the rewind step. The cs 069 failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment is cracked at the threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 069 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.